Event description:
Device history record was reviewed. The internal CAPA is noted but the implementation of action is to be left to the (B)(6), so this device is not impacted. Device history log was reviewed. Several technical errors 22 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the force sensor kit has been replaced, that solved the issue. The force sensor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Several tests with laboratory tools carried out, and the reported event was reproduced. Therefore, the reported event is confirmed and the root cause is likely due to a defective force sensor. Please be informed that an internal CAPA was opened for error 22. The modification to this CAPA has been deployed, (redesign of force sensor soldering agilia sp) on which the first sn with the modification is (B)(6). To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.

Event description:
The following has been reported: error 22: pressure sensor defective. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.